Manufacturer narrative:
Device evaluation summary: the returned hawkone device was inspected and noted the cutter assembly was retracted back into the cutter window. No damages or anomalies to the distal assembly were noted. The torque shaft was inspected and found no bends or kinks. Functional testing. The cutter was activated and the thumb-switch could be advanced and retracted back and forth with no resistance; however the cutter assembly remained stationary within the cutter window with no movement. It was discovered the drive shaft was fractured within the slide cover. The fracture face was ductile.

Event description:
The physician was using a hawkone directional atherectomy device to treat a chronic total occlusion (cto) lesion composed of calcification, fibrous material and plaque in the right mid sfa. The lesion was 200mm in length, the artery was 5 mm in diameter and had no tortuosity. The device was prepped and inserted as per IFU. The sheath used was non-medtronic 7 fr, 45 cm in length. It was reported that after completing three successful passes with the device, it was re-inserted for further cutting after cleaning. It was noted that it sounded different and was not cutting properly. A piece of metal was noted as showing around the trigger and the trigger could not function correctly. The motor would turn on, but the metal would not allow for full engagement of the cutter. There was no damage noted to the distal tip or any issues packing the nosecone. The cutter driver was never separated from the housing. No issues were found inserting the driver into the catheter. The device was removed and another hawk one device was used to complete the procedure. No injury to patient was reported.